Event description:
Complaint handling unit received a user facility report for medwatch numbered (B)(4), on (B)(6) 2013. The patient presented to the hospital for surgery on (B)(6) 2013 of removal of femoral nail left leg with irrigation and debridement and placement of osteoset pellets. The patient had the femoral nail originally placed at the hospital on (B)(6) 2008. The patient reported for the past two years he had draining from his left hip, going back and forth in closing up and opening up. He had the device placed in 2008 in his left femur related to a severe auto accident. The surgeon felt the rod was clearly loose with concerns of osteomyelitis with some nidus. The patient decided for removal of the implant. His diagnosis was infection, osteomyelitis, three years out after an intramedullary nail surgery. On (B)(6) 2013, he had the procedure performed. Operating report indicated the patient tolerated the procedure well. Cultures were taken (no growth) and began vancomycin antibiotics. Osteoset 50cc that was made beads were impregnated with tobramycin and vancomycin in each. No complications were reported in removal of the femoral nail and screws. This is report number 3 of 3 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Placeholder. .

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) the manufacturing evaluation report as received conditions to be the screw has major wear all over; flattened threads marks in the hex drive and most of the color anodizing is gone. The screws threads and major diameter could not be verified because they are flattened on the tops due to use. The material, head diameter and length of the screws are confirmed to be within specification. This complaint is indeterminate from a manufacturing stand point.

Manufacturer narrative:
Product development event evaluation was conducted. (B)(4). There are numerous possibilities for infection from the or environment and it is hard to determine if the implant itself was the root cause. However, based on the low occurrence rate/complaint history for this product, the design of the device was evaluated and deemed to meet its intended use. Thus this complaint is invalid.